Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a ventilator inoperative condition occurred and the internal battery was not charging. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board and internal battery were replaced to address the issues.